Event description:
Caller reported a data error alert 4 occurring after the pump ship date. Customer's blood glucose level at the time of the issue was 163 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support informed the caller that some history logs might have been erased, but therapy remained unaffected, and the customer would continue to use the pump for insulin therapy. Caller acknowledged and understood the resolution.